Event description:
It was reported during prostate procedure at 140,000j and 65mins of use; decrease in fiber vaporization efficiency and fiber damage at tip was noted. The fiber body broke and light was emitting out of the broken location. The fiber tip (cap) was cleaned during the procedure. The procedure was completed using second fiber at 250,000j of use. There was no injury to the patient reported due to this event.

Manufacturer narrative:
A review of the device history record confirmed that the device met all material, assembly and performance specifications prior to release. Analysis of the returned device revealed that the glass cap exhibits cratering at output area. The glass cap exhibits devitrification at the output area, and detritus adhesion around output area. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of damage along length of fiber. The bevel edge appears in good condition. The heat shrink tubing exhibits minor scratch marks. Based on the observed fiber findings (cap cratering), it is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of cap cratering. An evaluation conclusion code of known inherent risk of device was assigned to the observed fiber findings. However, based on analysis results, the reported fiber break was not able to be confirmed as no breaks were identified along the fiber body. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported during prostate procedure at 140,000j and 65mins of use; decrease in fiber vaporization efficiency and fiber damage at tip was noted. The fiber body broke and light was emitting out of the broken location. The fiber tip (cap) was cleaned during the procedure. The procedure was completed using second fiber at 250,000j of use. There was no injury to the patient reported due to this event.

Manufacturer narrative:
Added serial number. Device available for evaluation updated. Device evaluated by manufacturer updated. Evaluation codes added.

Event description:
It was reported during prostate procedure at (B)(4) and 65-mins of use; decrease in fiber vaporization efficiency and fiber damage at tip was noted. The fiber body broke and light was emitting out of the broken location. The fiber tip (cap) was cleaned during the procedure. The procedure was completed using second fiber at (B)(4) of use. There was no injury to the patient reported due to this event.